Event description:
It was reported that this lead was capped due to it was exhibiting high impedance out of range measurements after the placement of the new pulse generator. No root cause was determined so it was decided to replace the lead. A new lead was successfully implanted. No additional adverse patient effects were reported.